Event description:
The device was applied during a laparapscopically assisted vaginal hysterectomy procedure. The instrument would not close. The surgeon used another instrument to complete the procedure. No pt injury occurred.